Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed breakage. The reported device cracking was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 254401003 attune fb tibial impactor, lot number au5592228. Visual examination of the product confirmed the device was broken into two pieces. The reported device cracking was not confirmed. All pieces of the device were returned. The lot number au5592228 indicates that this device is from an annealed batch of impactors. Complaints databases searched on product code 254401003 identified previous complaints received for this failure mode. Expert opinion indicates that this failure mode is associated with environmental stress cracking (esc). The lot au3357846 of the attune fb tibial impactor is an annealed lot. While annealing helps in reducing the internal stress in the molded part, a complete reduction in internal stresses of the device is not achievable. There is a wide range of cleaning agents used across hospitals and it is possible that some result in greater degradation in the robustness of the device from repeated exposure. A pra determined that when a similar device (attune fb impactor- 254401003) either cracked or broke into large pieces did not identify a potential patient harm based on the nature of the failure. Post pra evaluation determined a new additional failure observation was made and showed that in some instances the attune impactors fractured (either completely or partially) and resulted in small fragments. This issue led to qrb initiation and recommended a field correction in the form of a communication to device users for all 3 attune impactors- rp, fb & fem. The field safety notice stresses to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. There was no recommended field action other than this communication. Full lavage of the joint-space is recommended before and after implantation. IFU 0902-00-836 contains wording relating to the importance of removing fragments from the surgical site. Both failure modes; patient harm & delay to surgery have been adequately covered in the risk assessment of the device and no further updates are required. The dfmea scores reflect the current failure rates of the device. However, in order to investigate the root cause and possibility of reducing this occurrence, CAPA has been initiated and can be referenced for further details. Complaint trends will be monitored by post market surveillance through sep-(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that while impacting the tibial component the tibial impactor head cracked in half. This in turn broke the handle. The lever on the handle broke releasing the spring. All the pieces were collected, decontaminated and will be returned. Replacements are needed. No surgical delay. During in-house engineering evaluation, it was determined that the device was broken into two pieces.